Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:1627487-2023-04119. It was reported that the patient's scs leads had migrated, and the patient was no longer experiencing effective coverage. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs leads were explanted and replaced. Therapy will be restored at the patient's post operative appointment.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.